Event description:
It was reported that during inspection conducted at the user facility the blade mount lever and screw of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during inspection conducted at the user facility the blade mount lever and screw of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the blade mount screw and lever was duplicated by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel fractured at the lever mount, which can be caused by a material fatigue issue or impact.